Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, user informed the technical support engineer (tse) that there was an error 23118 on the patient side cart (psc) arm, which could not be resolved with initial troubleshooting. The user reported the error after roll-in, and the tse advised pressing the recover button. However, the user decided to switch to another system and planned to call back later. The user called back to report that the procedure was converted to another dv system to continue with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that anesthesia had already been administered and the ports had been placed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 2 for failure analysis investigation. The unit was analyzed and in logs, the 23118 error was found indicating motor encoder incremental track has slipped, possible disconnected encoder or intermittent loss of signal on the usm pitch axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the component functioned as expected. The unit was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification.